Event description:
The complainant reported that the automated impella controller's (aic) purge disk insert was broken off. No patient involvement, harm, or injury reported.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. Therefore, the root cause of the purge disc broken was due to a defective component. The purge disc retainer and purge flag were replaced, purge pressure sensor was validated, and a functional check was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.